Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combination of a cataract-vitrectomy procedure an ophthalmic laser probe had poor compatibility with the trocar, when pulled out the probe the trocar pulled out with it. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a probe was returned and received for evaluation. A visual assessment of the returned sample revealed a missing nitinol tip. However, how, or when this nonconformity occurred remains inconclusive. Unfortunately, due to the condition of the received sample, the trocar testing could not be performed. It should be noted that the laser probes are visually inspected during manufacturing process. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).